Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Product lot number? What tissue dehisced? How was the dehiscence managed? Did the operating surgeon observe any suture deficiency or anomaly during abdominal dehiscence repair? What is physician¿s opinion as to the etiology of or contributing factors to this event (abdominal dehiscence)? Other relevant patient history/concomitant medications? What is the patient¿s current status?"

Event description:
It was reported that the patient underwent an exploratory colon surgery on (B)(6) 2020 and the suture was used for abdominal closure. The patient returned with abdominal dehiscence on (B)(6) 2020 and required a repair. The revision surgery was performed on (B)(6) 2020. Additional information has been requested.